Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2016 due to oversensing. The physician was dr. Charles wyatt at sacred heart hospital pensacola in pensacola, fl. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).